Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse found occlusion of the tubing from port 6 of injection valve to bottom of filter housing. Fse replaced the tubing which resolved the issue. The g8 was working as intended. No further action required by fse. The probable cause of the event was due to occlusion in tubing from port 6 to bottom of filter housing.

Event description:
On (B)(6) 2016 a customer reported high pressure and sensor error with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.